Event description:
It was reported that the patient¿s spouse inadvertently delivered a full insulin cartridge during a supply change on the ilet system, with visible drops noted when priming the tubing and the cartridge subsequently found empty; the patient¿s glucose measured 182 on cgm and 192 by fingerstick, and the device was paused for two hours while the patient and spouse were instructed to monitor every 15¿30 minutes and keep fast-acting carbohydrates available. Symptoms included no reported signs of hypoglycemia at the time of the call. Outcomes included home monitoring without the need for emergency treatment or hospitalization. Investigation included complaint intake and troubleshooting with user education on proper cartridge handling, infusion setup, and temporary suspension following suspected unintended insulin delivery. Investigation of this case revealed a user handling error during cartridge change with unintended insulin delivery; no device alarms were reported and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was use error with cause of hyperglycemia complaint unclear at the time of contact. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.